Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin, continuing to use the pump for therapy.